Event description:
The customer reported the monitor failed to alarm. There was no report of pt harm.

Manufacturer narrative:
(B)(4). The customer reported that "sometimes the monitor doesn't alarm on spo2 or on pa. On (B)(6) at 06:30 there was no systolic alarm on pa (box1) and on (B)(6) at 02:57 no spo2 alarm (90<94) and lot of alarms pam 75 with (pam 65/120)". A philips field service engineer (fse), who was on site, stated that he could not keep traces or tendencies on the central station (pic), it was too late. The fse has no explanation about the issue described by the customer as there are no traces, no prints and no alarm logs available. The nurse who had seen the different issue told the fse that the mx800 didn't ring but she can't remember if there was a visual alarm. A change in pt condition may not be recognized and could therefore prevent the caregiver from realizing that the pt is in a critical situation, and could result in a delay in treatment. There was no allegation of an adverse event or any pt or user harm. A follow up report will be submitted upon completion of the investigation.